Event description:
Customer reported that a patient developed a bowel obstruction approximately one year following hernia repair using proceed mesh. The casual relationship of the event to the device is not known. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.